Manufacturer narrative:
The reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified internal damage to the high voltage capacitor. This would account for the high voltage charge times.

Event description:
It was reported that the patient presented in clinic after receiving charge time limit reached notifier. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.